Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated alinity I tsh results generated for a sample of a pregnant female patient. The following data was provided (customer¿s reference range 0.4-4.0 uiu/ml): sample ID (B)(6), on (B)(6) 2024, initial result = 4.32 uiu/ml, (B)(6) 2024 repeat result = 4.32 uiu/ml. On (B)(6) 2024 result at another laboratory = 2.20 uiu/ml. Additional historical data provided: on (B)(6) 2024 result = 2.67 uiu/ml (euthyrox was stopped). On (B)(6) 2024 result = 0.183 uiu/ml (taking euthyrox 25 mg) . No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, ticket trending review, device history record review, field data review, and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending for the product and the likely cause lot did not identify an increase in complaint activity. Additionally, an increase in complaint activity was not identified for reagent lot 66122ud00, and sublot 66122ud. Device history review did not identify any non-conformances, potential nonconformances, or deviations with the complaint lot number. The overall performance of the alinity I tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 66122ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I tsh reagent lot 66122ud00 was identified.

Event description:
The customer observed falsely elevated alinity I tsh results generated for a sample of a pregnant female patient. The following data was provided (customer¿s reference range 0.4-4.0 uiu/ml): sample ID (B)(6). On (B)(6) 2024, initial result = 4.32 uiu/ml, (B)(6) 2024 repeat result = 4.32 uiu/ml. On (B)(6) 2024 result at another laboratory = 2.20 uiu/ml. Additional historical data provided: on (B)(6)2024 result = 2.67 uiu/ml (euthyrox was stopped). On (B)(6) 2024 result = 0.183 uiu/ml (taking euthyrox 25 mg) . No impact to patient management was reported.